Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the peak at the tip of the inner sheath is rising up, and adhesive is seeping out between the peak and the sheath. The event was found during device inspection prior to use. There were no reports of patient involvement.